Manufacturer narrative:
Received three (3) used d1000 tego connector for inspection. Blood residuals were observed in each of the received tegos. Each tego was accessed with a male luer to activate the devices and see if occlusions could be observed. One (1) of the tegos were found to be occluded when activated by a male luer. The fluid path was clear on the other two (2) tegos. The reported complaint can be confirmed on one (1) of the tegos. The probable cause is errant silicone adhesive applied during manual assembly in manufacturing. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
An event involving a tego® connector experienced occlusion. It was reported that patient unable to run dialysis treatment with tego in place. Multiple patients are experiencing the same issues across our program in home hemo dialysis as well as at (B)(6) hospital. Procedure is being followed by nurses and patients. Dialysis runs when tegos are removed from the patient's catheters. The date of event was on 4-apr-2024 and no repeat occurrences. Product safety packed and sent to management. Minor injury to patient or staff. The 3 defective product is available for evaluation. There was a patient involvement and unknown patient harm or adverse event. The patient was stable and there has minor delay to treatment.

Manufacturer narrative:
Because the lot number is unknown, the expiration date and manufacture date are unknown. The product has been received and the investigation has begun, but is not complete. Upon completion of the investigation, a supplemental MDR will be submitted.